Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 7 months. The replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2017, it was reported the patient's vad system produced a red heart and low speed advisory alarms while the patient was bent over attached to their power module while sitting on a toilet. It was reported that there were several areas on the patient's external driveline that have required cosmetic repair with rescue tape, but there was no known recent trauma. The patient had gained approximately 50 pounds since implant. Upon device interrogation, a pump stoppage event was observed. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and confirmed the reported pump stoppage event. The pump stoppage event appeared to have occurred while the vad was connected to the power module. X-ray images provided revealed an area at the end of the external bend relief area that was suspected in being the area of concern. The internal portion of the driveline was unremarkable. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed approximately 6 inches from the exit site. Post repair, there were no further alarms and the patient was discharged to home. No additional information was provided.

Manufacturer narrative:
The report of low speed and pump stoppage events can be confirmed based on the submitted log file. The log file, dated (B)(6) 2017, contained approximately 9 days of data, spanning from (B)(6) 2017 13:34 to (B)(6) 2017 1:33, which captured normal pump parameters until (B)(6) 2017 0:11, where low speed and pump stop events occurred while the patient was supported by the patient cable and power module. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined through the evaluation of the returned driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2017. Approximately 17.5¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.